Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he had high blood glucose level of 378 mg/dl which he tried to treat with a bolus, but it did not bring it down. Further, he noticed that the infusion set's tubing was disconnected at the quick release, so he needed to replace his set and reservoir. At the time of the incident, his blood glucose level was 372 mg/dl. Upon investigation of the returned used device (1 set), it was found that the tubing was detached from the tubing connector (was not assembled properly). No further information available.